Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided with small ketones. A correction bolus and a manual injection were delivered to address bg. Customer changed supplies to address the occlusion issue.